Manufacturer narrative:
(B)(4). Returned product evaluated with no problem found. Most likely underlying root cause of malfunction: user's test strips had poor storage.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are undisclosed. Verified test strips expire 07/28/218. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015 reviewed meter memory: (B)(6). Customers concern: with all the results from the memory. Customer is comparing two different meters. She ran a blood glucose test on (B)(6) 2015 at 2:20pm (fasting) and got result 89mg/dl and her mother meter gave her 171mg/dl. She has gestational diabetes. Customer is not comfortable using the meter. She also does not know what her range is since she was not told by her doctor. Meter time and date is not set